Event description:
It was reported that during a heavily tortuous and calcified second obtuse marginal stenting procedure, the xience stent was being backed up for repositioning. When it was pulled to the 6f guideliner, the stent dislodged. The stent and guideliner were removed as one unit. Another 2.5x8mm xience v stent was successfully implanted. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.